Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to an episode of atrial fibrillations. Therapy was exhausted. Device remains in service. No additional adverse patient effects were reported.